Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non boston scientific right ventricular (rv) lead exhibited noise, oversensing, an inappropriate shock, and pacing inhibition of greater than two seconds. A lead issue was noted. The noise was able to be reproduced. It was also suspected that the patient may have had an overdose of a medication at the time of the event. No adverse patient effects were reported. The device remains in service.